Event description:
Per email (medwatch report mw5106769, report date:06-jan-2022): spontaneous call from patient who reports pump was alarming with no disposable pump won't run. Patient was able to switch to her back up pump to continue infusing. Patient states this is third time she has had this issue. She is not sure if it is a cassette issue or a pump issue. Patient did not have lot number for cassettes. Did the product issue cause or contribute to patient or clinical injury? No. What is the outcome of the event? Resolved. Additional information received and attached by (B)(6) medical on (18-feb-2022): patient details, pump serial number, pump and cassette not available for return.